Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, specified as ¿liquid came out¿ after the patient removed the minicap from the ¿catheter extender¿, even though the extender was closed. Five days later, the patient presented to the hospital with abdominal pain and cloudy fluid, subsequently, the transfer set was changed. The patient was diagnosed with peritonitis and treated with ceftazidime (1g, for 20 days, route and frequency not reported) and vancomycin (2 g, route, frequency, and duration not reported) for the event. The patient was not hospitalized for the event. The cause of the leak was not reported. At the time of this report, the patient was recovered from the event and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.